Event description:
The customer reported to frederic vauges (sr) that : "we noticed a clear breakage of one of your screwdrivers. Ref : ref 1806-0203/1, lot kmw351702 (for the screwdriver part) and ref 1806-0203/2, lot kmw350701 (for the part that fits on the screwdriver)."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screwdriver with the self-holding feature is broken and shows normal traces of use. The breakage surface shows the typical characteristics of a brittle fracture. Area just above the breaking point shows material deformation and breakage surface also shows a curved scuff mark, both of which indicates high rotational and bending load. To prevent the bending, the device is also laser-marked with the printing ¿do not lever¿. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A process change was performed; the wch coating was removed to prevent breakages of the moveable blade. The returned screwdriver manufacturing date post-dates the process change. Furthermore it is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Please refer to the device label to identify single or multiple use and/or cleaning and re-sterilization release. Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. The stryker "instructions for cleaning, sterilization, inspection and maintenance" help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused due to inadequate handling by the user i.e. Breakage under overloading of screwdriver. The appearance of the breakage surface indicates a (forced) brittle breakage of the screw driver due to bending and rotational forces overload, in spite of the clear warning laser marked on the device itself that ¿do not lever¿. If any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported to (B)(4) that : "we noticed a clear breakage of one of your screwdrivers. Ref : ref 1806-0203/1, lot kmw351702 (for the screwdriver part) and ref 1806-0203/2, lot kmw350701 (for the part that fits on the screwdriver)."